Manufacturer narrative:
No additional information has been received for these fields. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). This report is for two (2) unknown cables. PMA/510(k) number is not available. Device history records review was completed for part # 314.118, lot # 6256137. Release to warehouse date: nov 06, 2009, manufactured by: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2016, a patient underwent and open reduction and internal fixation (orif) procedure and was implanted with a less invasive stabilization system (liss) plate, nine (9) titanium locking screws, and two (2) cables to repair a right periprosthetic femur fracture. Later, it was identified that the patient had developed a non-union at the fracture site and would require revision surgery. On (B)(6) 2016, the patient was returned to the operating room and all of the implanted devices were removed intact without difficulty. During the procedure, the tip of a stardrive screwdriver broke off while it was being used to extract one of the screws. The tip was easily retrieved; however, when the instrument was removed and being washed, the tip was lost down the drain. Another screwdriver was immediately on hand to complete the procedure and there was no surgical delay noted. Patient outcome was not reported. Concomitant devices reported: titanium locking screw (part #: unknown, lot #: unknown, qty. 1). Complaint regarding non-union is captured under (B)(4). This report is for one (1) stardrive screwdriver t25. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing investigation results are as follows. This complaint is confirmed. The tip has fractured at an approximate angle of 45 degrees. Per the complaint description, the tip was lost down the drain while in wash area. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The complaint condition of the screwdriver tip breaking was most likely due to significant resistance met while extracting a screw with bony ingrowth. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.